Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and it was noted that the device battery longevity has depleted unusually. Technical support was contacted and determined that the device battery depletion is normal and was due to increased pacing burden of the device; however, overestimation was observed on a previous check of the device. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.